Manufacturer narrative:
No pt injury has occurred following this incident. The product already undergoing design modification with improvement to deployment device and attachment/detachment mechanism.

Event description:
Customer reported on bravo capsule that failed to detach. The capsule was still attached to the delivery system. The delivery system/capsule was removed from pt without injury.